Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The burr lock mechanism assembly was disassembled and it was determined that a buildup of possible medical debris and detergent residue was observed. It was further determined that there were no other issues observed with the burr lock mechanism. It was determined that the cause of not securing the cutter device was due to debris and residue preventing the lock tabs from moving into place. It was further determined that the cause of the medical debris and detergent residue buildup was due to improper cleaning. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device stopped rotating the burr devices when it was flipped upside down to start drilling. According to the reporter, when the device was secured on the motor device, the drill device operated as expected. However, once the device was flipped upside down to start the drilling, the burr devices stopped rotating. The reporter stated that when the device was switched out for another attachment device, it worked fine. There were no delays to the surgical procedure as spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.